Manufacturer narrative:
The back up implant was reviewed and fit with the skull model. Based on the info received, the physician did not want to remove the tissue and muscle that may have grown from the time the CT scan was taken to the time of surgery to implant the device. The warnings in the package insert state this type of event can occur.

Event description:
Doctor did not like the way the pt matched implant fit. Therefore doctor did not use the implant and surgery was extended for about 1 hour, as the doctor mixed bone cement to fill the defect.